Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already sedated and undergoing an open heart procedure when the transducer probe displayed a hardware acquisition errors. It also showed that the color doppler was either low or no color at all. The physician replaced the ultrasound system with a different but similar device to complete the procedure. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, no visible damage on the articulation area was observed. A system investigation was conducted and the reported system error was unable to be reproduced. During destructive analysis, it was found mbusread and mbusreset traces crack and open on gastro flex #7 which could lead to system error or image problem. Electrical open was confirmed by multimeter test. The possible root cause of the reported complaint is electrical component (fpbc) trace micro crack because of insufficient reliability. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.